Event description:
It was reported that this male patient had a partial revision on december 6th. The patient was suffering from knee hydarthrosis, internal & external laxity, painful knee, swellings & instability. Synovectomy was performed, pe changed & control of other implants. Surgeon is expecting a full & exhaustive report on findings regarding this explant.

Manufacturer narrative:
Section h10: (h3) pending evaluation: (d10) concomitant device(s): 1590098 200-02-35 - rotule 3 plots diam 35 8.5mm optetrak, 1437819 200-04-34 - embase tibiale cimentee 3f,4t fixe, 1257682 234-03-03 - composant femoral ps a cimenter t.3 droit.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear, malrotation between the implants, and instability, which may have led to the fracture of the tibial spine. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: health effect - clinical code, medical device problem code, investigation findings, investigation conclusions.